Event description:
A customer reported that no message appeared upon attempting to scan the adc freestyle libre 2 sensor. As a result, he was unable to obtain glucose readings and became delirious, subsequently losing consciousness. Paramedics were called and upon their arrival, customer was diagnosed with hypoglycemia and treated with dextrose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. The sensor plug was properly seated in the mount. Attempted communication between returned sensor and retained reader. Reader successfully communicated with the returned sensor. No error messages were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message appeared upon attempting to scan the adc freestyle libre 2 sensor. As a result, he was unable to obtain glucose readings and became delirious, subsequently losing consciousness. Paramedics were called and upon their arrival, customer was diagnosed with hypoglycemia and treated with dextrose. There was no report of death or permanent injury associated with this event.